Event description:
Based on info reported to davol by the surgeon and through provided medical records: (B)(6) 2008 - colostomy takedown with primary anastomosis, partial loss of domain and implant of an allomax graft. On (B)(6) 2009 - composix kugel mesh implanted. On ni/ni/ni - the pt underwent an unk surgical procedure for an infected mesh. The mesh was not explanted at that time. On (B)(6) 2011 - partial anterior pelvic exenteration with placement of an unk mesh. On (B)(6) 2012 - endoscopic unilateral mobilization of myocutaneous flaps for purpose of component thickness enterotomy in two layers, drainage of intrabdominal fluid, complex abdominal wall reconstruction and hernia repair with biologic mesh, skin wound revision, excision of non-healing wound, excision of infected mesh.

Manufacturer narrative:
The device was returned for eval. The condition of the mesh was consistent with one that had been implanted for multiple years and removed. There was dense tissue ingrowth on the mesh side of the device and no adhesions noted on the eptfe side of the device. The mesh had been cut in several places, which resulted in three recoil rings protruding from the recoil ring pocket. The ring ends were consistent with having been cut. There was no indication of ring breakage. While no specific defects were noted during the device eval, it was reported that the pt had been treated for a chronic non-healing wound and that the implanted mesh had become infected. There is no indication that the mesh was the source of the reported infection, however the product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no culture reports have been provided. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the reported event. If additional info is received, a f/u MDR will be submitted.